Event description:
During the routine follow-up of the device involved in this report, the following message was displayed upon device interrogation "invalid memory parameters". Additionally, the device memory was containing no info regarding the follow-up period.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files rec'd. Results and conclusions: memories programming was most probably interrupted during previous follow-up. Telemetry errors are suspected to be at the origin of the programming interruption, although this could not be confirmed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B)(6) 2009), ela is filing this MDR at this time. (B)(4). Analysis of the pt files and log files rec'd showed that the reported message ("invalid memory parameters.") Was triggered by the programmer upon detection of a mismatch between parameters read from the implant memory and their associated error detection codes (a safety feature). The mismatch was adequately detected and corrected by the programmer upon interrogation on (B)(6) 2008, as specified. Possible explanations for modification of a memory data include: a single-event upset (seu) that modified memory contents due to external ionizing radiation; a telemetry error due to a poor programming head position or electromagnetic interferences (emi) during communication between the programmer and the implant; an intermittent defect in this location in memory (unlikely). Analysis of the expertise files revealed that one of the altered parameters was related to holters status and had an unexpected value upon interrogation. As a result, holters were off during all the follow-up period and aida was not adequately updated. All evidences indicate that aida programming was most probably interrupted during previous follow-up, when the programmer was updating parameters or their related error detection codes. Telemetry errors - due to electromagnetic interferences (emi) or to a poor programming head position - are suspected to be at the origin of the programming interruption, although this could not be confirmed. Because the reported event was not a permanent behavior of the implanted ICD, this device can remain implanted and no further action is needed.